Event description:
It was reported to boston scientific corporation that a ultraflex esophageal stent was attempted to be implanted in the esophagus to treat a 6cm esophageal stenosis caused by a malignant necrotic tumor during an esophageal stent implantation procedure performed on (B)(6) 2026. The anatomy of the patient was torturous and was dilated prior to stent placement. During the procedure, the stent could not be successfully deployed. The device was subsequently removed from the patient, at which time the stent was observed to be partially deployed. The procedure was completed using another device of the same model. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the physician's technique during the procedure, or whether it was related to a device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.